Manufacturer narrative:
Due to lack of information, it was not possible to carry out an investigation, hence the root cause remains unknown,

Event description:
The abl90 flex plus analyzer reported a false low result of 2.9 mmol/l for potassium. A comparison measurement gave a result of 3.4 mmol/l.